Manufacturer narrative:
The manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. Device component code (B)(4) relates to device problem code (B)(4)for the reported event of fiber tip detached. Mfg. Site name-(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail single use 230m laser fiber was used during a left retrograde pyelogram (rgp)/ ureteroscopy with laser lithotripsy procedure in the ureter and bladder performed on (B)(6) 2017. Reportedly, the laser unit used was an auriga console with settings of 8hz and 800mj with total energy of 6.4 watts. According to the complainant, during the procedure, after 5 seconds of lasering the stone, the tip of the fiber broke off inside the patient. The physician was unable to locate the broken tip and believed that it was flushed out with irrigation fluid. The procedure was completed with another lighttrail 230m single use laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One lighttrail single use 230um laser fiber was received for evaluation. Visual analysis revealed that there was no exposed glass tip remaining. Additional analysis under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on april 4, 2017 that a lighttrail single use 230um laser fiber was used during a left retrograde pyelogram (rgp)/ ureteroscopy with laser lithotripsy procedure in the ureter and bladder performed on (B)(6) 2017. Reportedly, the laser unit used was an auriga console with settings of 8hz and 800mj with total energy of 6.4 watts. According to the complainant, during the procedure, after 5 seconds of lasering the stone, the tip of the fiber broke off inside the patient. The physician was unable to locate the broken tip and believed that it was flushed out with irrigation fluid. The procedure was completed with another lighttrail 230um single use laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.